Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device was tested with a water fill test reservoir. No air bubbles anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 535 mg/dl and low blood glucose of 25 mg/dl. Customer also had blood glucose of 100 mg/dl and 370 mg/dl. Customer declined troubleshooting for blood glucose issue. Insulin pump will be returned for analysis.